Manufacturer narrative:
Event date: sometime prior to(B)(6) 2013. Add'l surgical repair is not specifically labeled. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male underwent initial evar on (B)(6) 2007. The physician (#1) placed a zenith flex main body and two iliac leg grafts at hospital #1. At some point prior to (B)(6) 2013, follow up imaging indicated that there was an endoleak, migration of device and/or components, as well as collapse. The pt was followed up by a different physician (#2) (facility #2) referred to another physician (physician #3) at the initial facility. There are no preoperative nor follow up images available other than the most recent scan showing that the zenith main body has migrated approximately 7 cm distal to lowest renal and appears to be crumpled in the sac. Physician #3 plans to explant the zenith and proceed w/open surgical repair of the aneurysm on (B)(6) 2013. Diameter at bottom of celiac is approximately 35mm, bottom of sma is approximately 36mm, middle of l renal (highest) approximately 38mm, bottom of r renal (lowest) approximately 47mm. The cook rep is not aware of the original devices having been modified in any way. No add'l info has been provided by the reporter.